Manufacturer narrative:
A patient experienced inadequate stimulation with their scs and drg system was reported to abbott. As a result, the entire drg system and the scs ipg were explanted. The patients thoracic scs lead remains implanted and inactive. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:1627487-2023-00491. It was reported the patient experienced inadequate stimulation with their scs and drg system. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire drg system and the scs ipg was explanted. The patients thoracic scs lead remains implanted and inactive. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Event date is estimated.